Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One 8fr angio-seal sts plus device was returned for evaluation. The device was returned mated with the hemostasis sheath and carrier tube assembly. No polyfoil pouch was returned for analysis. No other accessory components were returned for analysis. Visual inspection revealed that the hemostasis sheath was mated properly with the carrier tube assembly. The deployment sleeve was in rear lock position with fully exposed color bands. The collagen was tamped with tamper tube to the anchor. No gross anomalies were noted with the returned device. Microscopic analysis revealed that the bypass tube was inserted into the hemostatic valve. The device was returned with bypass tube which was inserted into the valve. Functional testing was not performed due to the collagen being tamped to the anchor and the device was returned in a fully deployed state. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip on the angio-seal device. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product.